Event description:
A physician reported that following a cataract extraction with an intraocular lens (iol) implant procedure, a patient had a lens with extra growth. Additional information was received stating the patient with a toric lens implant had a lot of epithelial cells and over contraction of the bag post surgery. At the first appearance of the cells, the patient was yaged (yttrium aluminum garnet surgery) by another ophthalmologist, which made lens replacement impossible.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).